Manufacturer narrative:
(B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that the physician was implanting a gore® viatorr® tips endoprosthesis for a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2016. On (B)(6) 2016 the patient showed signs of infection around the tips device. Confirmed by positron emission tomography (pet). The pathogen enterococcus faecium was diagnosed via blood culture. The patient suffered from sepsis. The patient received antibiotic therapy. The patient has a history of liver cirrhosis, chronic pancreatitis, removal of gallstones, stent implantation in biliary tract, cholestasis. The patient was admitted to the intensive care unit several times from last year to today.

Manufacturer narrative:
Implant date (B)(6) 2016 was added.